Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient was occluded and was being scheduled for an epicardial atrial and left ventricular lead placement. The right ventricular lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.